Event description:
It was reported that the 9800 system had a filament error message prior to a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced and the battery charger adjusted during the service call. The system was tested and found to be working as intended and put back into service. .